Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, and oversensing with noise. It was confirmed that the lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.